Manufacturer narrative:
.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous left anterior descending artery. The physician used a taxus express2 2.75x12mm drug eluting stent. It was noted that it was "difficult to engage in the guide catheter." The taxus stent was unable to cross the lesion and was withdrawn inside the guide catheter. The guide catheter was removed from the pt and it was noted that a strut of the taxus stent was lifted up.